Event description:
A lower than expected advia centaur total hcg patient result was reported to the physician. The physician questioned the result and requested it be retested. Upon repeat, the hcg result was positive. A corrected report was sent to the physician. The customer then reran the pour off tube and ran the original sample tube and obtained a positive result for both. Customer also repeated other thcg samples from that same run and all repeated correctly. Patient treatment was not prescribed or altered. There was no report of adverse health consequences, due to the false negative total hcg result.

Manufacturer narrative:
The cause for the discordant total hcg result is unknown. No further evaluation of the device is required.